Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital injury ("fallopian tube affected"), genital haemorrhage ("hemorrhages"), hypertension ("hypertension") and asthma ("asthma") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), asthma (seriousness criterion medically significant), pelvic pain ("severe contractions as a childbirth"), renal pain ("kidney pain"), headache ("severe headaches") and fatigue ("tiredness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, genital injury, genital haemorrhage, pelvic pain, renal pain, headache and fatigue outcome was unknown and the hypertension and asthma had resolved. The reporter considered abdominal pain, asthma, fatigue, genital haemorrhage, genital injury, headache, hypertension, pelvic pain and renal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: one fallopian tube affected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("abdominal pain"), genital haemorrhage ("hemorrhages"), hypertension ("hypertension") and asthma ("asthma") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), genital injury ("fallopian tube affected") (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), asthma (seriousness criterion medically significant), the second episode of abdominal pain ("severe contractions as a childbirth"), renal pain ("kidney pain"), headache ("severe headaches") and fatigue ("tiredness"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital injury, genital haemorrhage, the last episode of abdominal pain, renal pain, headache and fatigue outcome was unknown and the hypertension and asthma had resolved. The reporter considered asthma, fatigue, genital haemorrhage, genital injury, headache, hypertension, renal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: one fallopian tube affected. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.